Manufacturer narrative:
Serial number not available at time of report.

Event description:
While evaluating a returned processor pca, it was identified by an authorized technician that the flash memory was corrupted and as a result the mrx test fixture would not boot up properly. No patient involvement.